Manufacturer narrative:
Additional information: d10, h3, h6. Explant was reported due to a ruptured commissure. The investigation confirmed that cusps 2 and 3 were torn at stent post 3. There were perforations in cusp 1. All three cusps had degenerative changes. There was calcified circumferential fibrous pannus ingrowth on the inflow surface which narrowed the inflow diameter and extended onto the bases of all three cusps. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear and perforations could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2010, a 23mm epic supra valve was implanted. On (B)(6) 2019, the valve was explanted due to ruptured commissure. The valve was exchanged for a 23mm trifecta valve. The patient was reported to be in stable condition.